Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly trend in save to disk data shows min bat=2.71 to 2.69 volts between (B)(4) 2011 and (B)(4) 2011, is before device recommended replacement time (rrt) <= 2.6251 volt.

Event description:
It was reported that the patient's device battery appears to be depleting unusually fast. It was noted that the patient has recorded many ventricular fibrillation episodes with eight hundred and three seconds of charge time against the battery. The device remains implanted and will be further monitored. There are no patient complications reported as a result of this event.

Event description:
It was reported that the patient's device battery appears to be depleting unusually fast. It ws noted that the patient has recorded many ventricular fibrillation episodes with eight hundred and three seconds of charge time against the battery. The device remains implanted and will be further monitored. There are no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.